Event description:
Surgeon performing a shoulder joint replacement when a piece of a 1.5mm drill bit broke off into patient's scapula. Patient has fluoroscopy done to locate bit. The surgeon attempted to remove bit but was unsuccessful. Surgeon continued and was completed.